Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hypoglycemic episode. The customer states the insulin pump wrapped around and delivered 12 units into his body. The customer states paramedics were not called. The customer states they treated with orange and sugar, and placed the device on suspend. The customer was advised that the device would be replaced and returned for analysis.